Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the power button on the device was not working, which made the device unavailable for use. The caller reported that the customer was not able to test his blood glucose and that he went into a coma due to hypoglycemia. The customer was transported to the hospital. Upon arrival at the hospital the customer's blood glucose was 20 mg/dl and he was treated with an unknown intravenous solution. It is unknown how long the customer was unconscious. When the customer regained consciousness they transferred him to a 2nd hospital, due to insurance reasons. The customer was admitted into the 2nd hospital for 1 week and was treated with an unknown intravenous solution.